Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet user experienced prolonged hyperglycemia with a highest continuous glucose monitor (cgm) reading of 401 mg/dl while using an inset infusion set on the abdomen with a dexcom g7 cgm, after forgetting to remove the insertion tape and then pressing the set back into the body; a subsequent check identified a bent cannula and the user performed a site change with continued insulin delivery. Symptoms included hyperglycemia with thirst and dry mouth. Outcomes included a delay to treatment or therapy without hospitalization. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem related to improper procedure, with the affected device component being the cannula, and no device problem found. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.